Event description:
In 2005, the expected reservoir volume was 3.9ml and the actual was 9ml. The next day, the patient was experiencing withdrawal symptoms. A rotor study and catheter dye study were done and demonstrated no system complications. At the next pump refill eight days later, the expected reservoir volume was 3.3ml and the actual was 8.6ml. The last refill showed the expected to be 3.1ml and the actual 16.4ml. The patient was then complaining of only increased pain symptoms.

Event description:
Additional information from the hcp reports the pump was explanted and replaced due to pump failure. The pump was returned to the manufacturer for analysis.